Event description:
A male underwent initial aaa repair in 2004. One main body graft, two iliac leg grafts, and one leg extension graft were placed. The physician was aware during the first procedure that the left iliac leg graft may not seal due to the large diameter of the patient's iliac artery. At that time, the physician decided not to extend the graft into the external iliac, thus covering the internal iliac. Instead, he decided to monitor the size of the iliac and the aaa with follow-up CT scans over several months. The CT scans revealed the iliac and aaa were continuing to grow. There was a type I endoleak. Therefore, the physician decided to embolize the internal iliac and then extend the graft into the external iliac by placing another iliac leg graft to prevent retrograde flow into the iliac and aaa.

Manufacturer narrative:
Evaluation: zenith devices are each shipped with an instructions for use (IFU) booklet that lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow-up so that leaks, should they occur, can be identified and addressed before causing clinical problems. An internal clinical review indicated that the event was caused by anatomical changes over time. The device remains implanted and no films were provided to assist in this investigation.